Manufacturer narrative:
The customer¿s report of blood leaking was not confirmed. The set was visually inspected for incomplete bonding engagements, cracks or damages to the components. No anomalies were observed. Functional testing was performed and there was no evidence of leaking observed from the smartsite area or the opposite end at the male luer. Pressure testing was performed and there were no signs of leaking anywhere on the returned unit. The root cause of the customer¿s report of blood leaking was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Product returned without any information. Note on product: "leaks." One used smartsite® valve received. No additional patient or event information provided.